Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified right coronary artery. The physician attempted to treat the lesion with the apex monorail 2.5mm x 12mm balloon catheter. Significant resistance was felt when crossing the lesion with the apex. The balloon catheter was inflated once, however, the balloon burst at 8 atms. The balloon was removed intact. The procedure was completed with another of the same device. No post-procedure complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.